Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During inspection the downstream occlusion sensor seal showed fluid contamination. The device passed the functional testing and the reported issue was not confirmed during testing. However, the examination of the event history log showed a number of "cassette not attached" messages. The event history log and examination determined the issue may have occurred due to fluid contamination during use.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "cassette not attached" alarm. This occurred while testing. There was no patient involved.